Event description:
"Death: on (B)(6) 2019: tevar was performed using the relay plus device after a competitor's open stent graft and a vascular graft for elephant trunk were implanted. The preoperative plan is as follows: implant the relay plus device and a competitor's stent graft (gore, ctag) for the peripheral side when the physician attempted to deploy the relay plus device, the blood vessel of the left leg to be used as an angiography route was found to be ruptured. A stent graft (gore, excluder leg) was positioned from left cia to eia. After that, the relay plus device was implanted as planned. Ctag was not implanted. On (B)(6) 2019: dissociation occurred in the peripheral blood vessel where the relay plus device was implanted, and then the patient passed away. The timing of dissociation is unknown." Patient outcome: "the patient passed away."